Event description:
[Redacted date] patient having debridement of her left lower leg with a skin graft taken from the left upper thigh to that area. The equipment necessary for taking the skin graft malfunctioned and the surgeon was unable to continue with that part of the procedure. Procedure rescheduled. Equipment sent out for repair. [Redacted date] procedure attempted again with repaired equipment and same problem occurred--it malfunctioned. Surgeon was able to complete procedure with backup loaner equipment.